Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device, initially due to the adc reader with no power by either button or by the test strip. As a result, the customer experienced both hyperglycemia and hypoglycemia and had a loss of consciousness and was admitted to the hospital from (B)(6) 2022, and received treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.